Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user experienced false low readings on their cgm. Upon review, the user confirmed that they were taking doxycycline, an antibiotic from the tetracycline class. This medication is known to cause falsely low sensor readings, as indicated in the user guide. The user was educated about lag and the impact of tetracycline antibiotics.the case was escalated to the next level of support. The next level support staff wish to recommend re-linking the sensor after the treatment ended (10/08/2025). Multiple callback attempts and emails were made to assist with the re-link process, but the user remained unresponsive. Upon review, the system was functioning with up-to-date information in dms. B4. Date of this report 04 jan 2026. G3. Date received by the manufacturer? 04 jan 2026. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.